Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. A DHR review is not required as the lot number is unknown. The instructions for use were found adequate and states the indications for use: the purewick urine collection system is to be used with purewick external catheters which are intended for non-invasive urine output management. Contraindications for use: do not use the purewick urine collection system with purewick external catheters on individuals with urinary retention. Safety and warnings: always unplug purewick urine collection system before cleaning or when not in use. Do not immerse the purewick urine collection system in water. As with most electrical devices, electrical parts in this system are electrically live even when the power is off. To reduce the risk of electric shock, if the purewick urine collection system falls into water, unplug immediately. Do not reach into the water to retrieve it. Warning: contains small parts that may cause choking. Keep out of reach of children. Keep cords and tubing out of the reach of children to avoid the risk of strangulation. Discontinue use if an allergic reaction occurs. Not recommended for users who are experiencing skin irritation or skin breakdown in device contact areas. This device should not be used in oxygen rich environments or in conjunction with flammable anesthetics. If the purewick urine collection system is dropped or tipped over spilling urine, unplug the unit and carefully inspect for loose or damaged parts before resuming use. The pump tubing connecting the purewick urine collection system to the collection canister may experience light condensation inside the tube. This is not unusual and does not affect function. Although the canister can hold up to 2000cc (ml), the urine should be emptied regularly from the collection canister before volume reaches 1800cc (ml). Failure to empty canister before urine overflow may cause damage to the purewick urine collection system and is not covered under the warranty. It is important that the port connections be connected correctly for proper operation of the purewick urine collection system. Use of this equipment next to or stacked with other equipment should be avoided because it could result in improper operation. If such use is necessary, this equipment and the other equipment should be observed to verify that they are operating normally. Portable radio frequency (rf) communications equipment (including peripherals such as antenna cables and external antennas) should be used no closer than 12 inches (30cm) to any part of the purewick urine collection system, including cables specified by the manufacturer. Otherwise, degradation of the performance of this equipment could result. Use only purewick urine collection system accessories with this device. Incompatible parts or accessories can result in degraded performance and will void the warranty. Do not use accessories past expiration date indicated on package labeling. Use only the purewick urine collection system a/c power cord with the device. Use of an alternate consumer style a/c power adapter or an extension cord may cause damage to device and electrical shock or injury and will void the warranty. Do not place purewick urine collection system or its cord across walkways creating a tripping hazard. For pw200: the battery cells used in this device may present a fire or chemical hazard. To minimize the risk of damaging the battery inside the purewick urine collection system, do not use the device outside the indicated operating temperature range of 41 degree f ¿ 104 degree f (5 degree c to 40 degree c). The battery is not intended to be replaced; replacement could result in a hazard. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the patient that the suction is so strong it caused a hickey. Troubleshooting was not performed. It is unclear if the lot number was requested. No additional information provided. (Used with female wicks).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the patient that the suction is so strong it caused a hickey. Troubleshooting was not performed. It is unclear if the lot number was requested. No additional information provided. (Used with female wicks).